Event description:
When they used wire guide in to the zso-7-12 after using the straightener for stent was straightened with the pigtail, wire guide could not insert in to the zso-7-12. Beacuase pigtail was kinked. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use. This product was located in the ercp room prior to use. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? The acrobat 2 guide wire - outer diameter 0.035in / length 450cm / tip shape angled / first use were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Unknown was the wire guide inspected for damage prior to use? Yes, it was. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown if not with the device in question, how was the procedure finished?* they finished procedure after using another zso-7-12 product. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Unknown what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf260v, 4.2mm does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Unknown was resistance encountered when advancing the wire guide to the target location?* unknown was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. Unknown was resistance encountered when advancing the introduction system in place to the target location?* unknown was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Unknown please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Unknown did any section of the device detach inside the endoscope or patient? Unknown if the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the zso-7-12 device of lot c1879634 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zso-7-12 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zso-7-12 of lot number c1879634 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1879634. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1879634 . It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted due to completion of the investigation.